Event description:
It was reported that there was air seen in the device and the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned. A 30mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed in the laa, but was too proximal and needed to be fully recaptured. A new wds was opened and inserted into the was. As the device was being advanced air was visually seen inside the was. The physician was able to aspirate the air and pulled the device back out. They re-flushed prior to introducing again. It was noted that there may have been a trace amount of air in the appendage and they were able to aspirate it through the was. The patient had no adverse event. The procedure was continued and they were able to deploy the closure device in the laa successfully. There were no other complications that were reported. The patient was reported to be fine and stable.